Manufacturer narrative:
Analysis of returned product revealed unit passes visual, functional, dimensional, electrical and continuity tests and showed no evidence or defects that could have contributed to the event; consequently, not confirming the reported complaint. All compiled information on this investigation determines that the most probable cause is: no problem detected.

Event description:
It was reported that a break was noted at the distal end of the catheter. During an atrial flutter ablation procedure with a blazer prime xp catheter breakage was noted at the end of the catheter between pole 1 and 2. The catheter was exchanged for another blazer prime xp catheter, breakage was also observed at the end of the catheter. The procedure was completed with a non-bsc catheter. No patient complications were reported and the patient's current condition is fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a break was noted at the distal end of the catheter. During an atrial flutter ablation procedure with a blazer prime xp catheter breakage was noted at the end of the catheter between pole 1 and 2. The catheter was exchanged for another blazer prime xp catheter, breakage was also observed at the end of the catheter. The procedure was completed with a non-bsc catheter. No patient complications were reported and the patient's current condition is fine.